Event description:
Major pump unit(s) involved: blood pump; device thrombosis.specific component(s) involved: component malfunction.

Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Pvad-right; pvad-right. Specific component(s) involved: other component malfunction. Other component: rvad chamber. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Type: both (in the same or visit).